Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient reported pain and took off the sensor. On (B)(6) 2026 at 5:12 pm, she's still experiencing pain and can't lay on her arm, so she decided to go to urgent care/clinic and had an x-ray. There are 3 broken wires found on her left upper arm. No medications have been given yet and she needs to undergo surgery to remove the broken wires. She went home after the x-ray and advised taking a shower and needed to go to emergency room/hospital to undergo surgery. The patient did not proceed with the surgery, instead was prescribed with oral antibiotics. Medication is for 7 days. Her current condition is manageable. There was no documentation about any removal of the wire. The patient did not undergo a surgical intervention due to the stuck wire. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.